Manufacturer narrative:
On 06/27/2024 device passed self-test with no error alarms. Device passed volume accuracy performance verification test (pvt) test with 20.6 ml delivered, for a delivery accuracy of 97 %. Programmed to run a protocol of dexmedetomidine, dose = 0.2 mcg/kg/hr. Rate = 9.5 ml/hr. For a duration of 1 hour, for an expected volume to be infused (vtbi) of 9.5 ml. Device started infusion with no difficulties. Device passed the infused protocol. Device delivered 9.6 ml of fluid, for a delivery accuracy of 98.9 %. Could not confirm customer¿s complaint of the device experiencing an inaccurate over delivery. Device performs per design. Probable cause was not found. D9 device returned to manufacturer on 6/25/2024.

Manufacturer narrative:
The device is available for evaluation, however, has not yet been received. Additional reporter: (B)(6).

Event description:
The event involved a plum 360 where it was reported that the device over infused drug dexmedetomidine. The patient was in ICU and the patient's heart rate dropped when the event occurred. Clinicians increased their monitoring due to a drop in patient's heart rate from the medication, and that medication was not restarted until system was cleared. After the event, the patient recovered and there were no residual effects. The infusion was set up on the primary line with 100ml of dexmedetomidine. There was no fluid left in the bag when the event was noted, however, it should have been almost a whole bag that is expected to be left. Further information received regarding dexmedetomidine timeline are as follows: ¿ 1904:14 nurse reviewed order ¿ 1904:50 manually entered correct dose of 0.2 mcg/kg/hr ¿ 1905 could not associate pump x 2 attempts ¿ 2148 associated pump through med task within the mar from 1906 ¿ the association created a second begin bag at 2148 (no rate change) ¿ 2149 access iaware, reviewed information from 2133, 2136, 2142 which shows rate changes at 2133, 2136, 2142 (there isn¿t any changes within cerner ¿ 2312 validated dose/rates for 2133, 2136, 2142. There was patient involvement, no patient harm, and unknown delay in therapy.